Event description:
Procedure: lap sigmoid resection. Reportedly, the instrument could not be opened after it was fired. The tissue was resected and another device was used to create the anastomosis. Reportedly, there was unanticipated tissue loss. No further pt injury reported.